Manufacturer narrative:
Product analysis: a kink was evident on the hypotube. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 18th, 19th and 20th distal stent wraps with struts raised. Tissue was visible entangled in the struts. No deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. There was no other damage evident to the remainder of the device. Image review: an image shows the lesion in the proximal lad as reported by the account. An attempt is made to deliver a stent to the lesion however this is unsuccessful. A balloon is delivered to the lesion. The balloon is inflated and lesion is dilated with the balloon. A second attempt is made to deliver a stent to the lesion however this is unsuccessful. A final angiogram shows the lesion following treatment with the balloon. There were no images suggesting the use of excessive force. There were no images capturing stent deformation or withdrawal of the stent into the guide catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
There was difficulty getting the stent back into the guide catheter, due to stent deformation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a 3.0 x 22 mm resolute integrity rx coronary, drug eluting stent to treat a moderately tortuous, severely calcified lesion exhibiting 70% stenosis in the proximal mid left anterior descending (lad) artery. The device was inspected with no issues noted. Negative prep was not performed. The lesion was not pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that the stent could not cross the lesion and when they tried to remove the stent, there was difficulty getting the stent back into the guide catheter. The stent and guide catheter were removed together. The lesion was then dilated using a sprinter 2.0 x 10mm balloon and an attempt was made to advance a resolute integrity 3.0 x 30mm stent with no success. It is indicated that the patient went to surgery for a by pass. The patient is reported to be alive with no injury.